Manufacturer narrative:
The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter; no unexpected sensor alerts/alarms or sensor anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Software error was present in the format history file. Unable to determine root cause of software error issue. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and faded serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to deliver a bolus into the air. The customer stated that the bolus amount was recorded in the daily history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.